Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst within 2 minutes. The device was removed via 8fr guiding catheter and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.